Event description:
Further information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Correction: report type -the report type should have been serious injury rather than malfunction.

Manufacturer narrative:
It was reported that the patient experienced an ipg communication issue. The patient went for an MRI scan in which the ipg was put into MRI mode. Following the MRI, a filed representative attempted to connect to the ipg, but was unable to. The ipg is in an incommunicable state. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H9 - fsca number corrected a patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an ipg communication issue. The patient went for a MRI scan in which the ipg was put into MRI mode. Following the MRI, a filed representative attempted to connect to the ipg, but was unable to. The ipg is in a incommunicable state.